Event description:
It was reported that "screw has backed out of the dynatran plate. Patient had a c5-c6-c7 fusion on (B)(6) 2012. We used a 30mm dynatran plate with 12mm fixed self tapping screws. The patient was a female, young and had good bone quality. The bottom right screw in c7 backed out and was noticed in (B)(6) 2012."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.